Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator. The patient suffered chronic intractable neuropathic pain in the back and legs due to failed back surgery syndrome. It was reported that in the early 2000s, a doctor had implanted a spinal cord stimulator (scs) system that did not function well and provide any improvement. It was eventually explanted in 2004. There was also epidural scarring. Further follow-up is being conducted to determine the serial number of the device, what troubleshooting or diagnostics were performed, and if the cause of the scs not functioning well and not providing improvement was determined. If additional information is received, a follow-up report will be sent.